Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced constant burning and pressure bilaterally, a uterine fibroid and pain, frequent urination, and urgency. Nocturia x3. Hip pain, low back pain, pain in groin, pain in vagina, heaviness in lower abdomen, thigh pain, blockage in the right groin at recovery, tugging the entire length of the right leg when standing, and dysparuria, muscular groin pain, leg pain, foreign material in vagina. Removal of aris sling and of the vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy performed. Difficult surgery due to folding of the mesh and scarring from previous surgery. The dissection required to remove the mesh deeply implanted in the groin.